Event description:
It was reported that the 7700 system does not fluoro and the temperature warning does not stop flashing. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.